Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) dislodged after the patient experienced a fall, which lead to loss of capture (loc). As a result, the patient underwent a surgical revision wherein lv lead was extracted. A new lv lead was implanted during the procedure. No additional adverse patient effects were reported.